Manufacturer narrative:
According to the practitioner two implants didn't take and failed to integrate. Two implants have been placed in 15 and 25 position on (B)(6). Two months later after the implantation, the practitioner has found that the implants failed to integrate.

Event description:
Two implants fail to osseointegrate.